Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that prior to connecting the leads to the ins, the ins had been prepared (patient data, lead configuration, program) within the sterile box without problems. After connecting the ins to the leads, the connection was missing. The progress bar during an impedance measurement stopped at 8%. After waiting an amount of time, the only available step was "end workflow". Finally, the connection was successful, but all impedance values were bad. The issue occurred in the operating room, where electromagnetic interference was present. It was noted that the packaging of the ins was in good condition. The battery level of the ins was 100%. For a second attempt, the ins was held in hand (not fully implanted, and not lying on a metal table) and the communicator was placed directly over the ins. No connection to the ins was possible. The communicator was connected to the tablet via the cable, and there was no improvement. The antenna of the recharger was placed over the ins in order to fully charge; however, after ten minutes, a "no device found" message occurred. A second tablet with a second communicator was used to give it another try. After several aborted communication attempts, it took a long time to successfully communicate with the ins but the progress bar moved forward to 100%. An impedance measurement was performed after connecting the leads again; the results were four impedance values very high. The lead was inserted in the other slot after cleaning and drying the connector. The result was all eight impedance values very high (red). Due to the communication problems and bad impedance, the former ins was connected to the lead. All impedance values were within normal range. Implant of a new model ins was scheduled for the week following (B)(6) 2017. The issue was not resolved as of (B)(6) 2017. The issue occurred during a procedure. The patient was alive with no injury. The rep provided logs, one of which showed impedance testing where four electrodes had ok results, two electrodes had avoid results, and six electrodes had do not use results. Additional information received from a rep reported that the reps believed the inability to do programming was due to emi in the operating room. No symptoms were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: 3888, lot# serial# unknown, implanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that an extension was used to connect the quad lead to the new model ins. The lead had been connected to the former ins via an extension, and the same configuration was used for connecting the new model ins; just the ins was changed.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3888 unknown implanted: (B)(6)2016 product type lead product ID neu_unknown_lead unknown implanted: (B)(6)2016 product type lead correction: please note, analysis of the returned ins (B)(4) found no anomaly. Visual inspection of the ins did not reveal any anomalies. Initial examination found that the ins was discharged. The ins was charged. The ins passed a series of defined and qualified automated functional tests after the test console was restarted. Good stable output was measure on all electrode pairs. Known good leads were attached to the returned ins and placed in a 0.9% saline solution. Normal impedance was measure with a clinician programmer on every electrode pair. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. One model number for a lead was provided and it was reported that the other lead was either model 977a290 or 977a190. The serial numbers were unknown as they were not available anymore. It was noted that this information was confirmed with the healthcare professional.